Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin leaked out of the reservoir on the base where the motor pushes out the insulin. The customer's mother noticed air bubbles and that the reservoir was empty. The insulin did not leak into the insulin pump. The customer's mother changed the reservoir three times and now everything appears to be normal. The customer's blood sugar is unknown, nothing is returning.